Event description:
Boston scientific received information that the device's battery was depleting prematurely and the energy consumption was higher than expected for the programmed parameters. The patient reported hearing beeping the day before and during their scheduled follow up appointment. No MRI, or radiation exposure was reported. The patient did report having an echocardiogram two weeks prior. Threshold measurements through the leads were noted to be excellent. Boston scientific technical services (ts) was consulted and recommended replacement of the device. The device was explanted and successfully replaced, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Interrogation of the device verified that the device displayed five months to explant. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observation.